Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320122, batch no: 9310074. Spouse reported half a box of pen needles did not release medication. Stated the consumer used to prime but does not prime anymore because it's a waste of medication.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320122. Batch no: 9310074. Spouse reported half a box of pen needles did not release medication. Stated the consumer used to prime but does not prime anymore because it's a waste of medication.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.